Event description:
Medwatch states: pt originally had hardware plate (B) (6) 2009 for an ankle fracture. During his post operative course, the hardware plate broke and the pt had to have another surgery for hardware removal on (B) (6) 2010.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.